Event description:
A patient reported experiencing inaccurate low results with an otbe meter. The patient's blood glucose results were 84 mg/dl vs. 170 lab. Tests were done within 10 minutes with a difference of 45%. Patient did not experience any adverse events. No further information has been reported.